Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor and libre sensor kit were reviewed and the dhrs showed the libre sensor and libre sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. The date of event is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer received a "scan again in 10" message for more than two hours while wearing the freestyle libre sensor. As a result of being unable to obtain a result, customer experienced hypoglycemia and was unable to coordinate, requiring treatment of glucose water by her husband. No further treatment was reported. There was no report of death or permanent impairment associated with this event.